Event description:
Female experienced lumps and bumps under her eye area where evolence was injected 1.5 years after treatment. The area has been treated with injectable lidocaine and saline, but symptoms did not abate. Product is not indicated for use under the eye; only approved to treat nasolabial folds. This closes out this report unless additional, significant information is received. Report sent to FDA on (B)(6) 2010.